Manufacturer narrative:
(B)(4). The device manufacturer and lot number of the peg tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie peg tube. Abbvie has chosen to report this event due to the potential that the peg tube involved could have been the abbvie peg tube. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, patient in (B)(6) experienced perforation of an artery during the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Additional information received indicates the list number of the device involved in the event is 062941-001. This is the international list number which meets the requirements of the similar product listed which is the us list number.

Manufacturer narrative:
(B)(4). Additional information added to the event. The tubing involved in the event was an abbvie device.

Event description:
Additional information received indicates it was arteriolar bleeding that happened on (B)(6) 2018. It was reported that the collection of secretion in the drainage bag was monitored, and a clot clogged the tube. The patient accumulated the bleeding in his stomach, had a hematemesis and inhaled it. A haemostatic clip was placed with favorable outcome.